Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg has been non-functional and unable to charge despite frequent charge attempts. After troubleshooting the patient was able to get the ipg to charge but wanted to replace the ipg with a non-rechargeable. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Correction to initial emdr in fields: b5, e1, and h6. Field g3 of the initial emdr should have been: 22jun2025. Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware of the event.